Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hospitalized visit to emergency room and emergency medical services due to experienced high blood glucose level on (B)(6) 2022. Customer's blood glucose value was 700 mg/dl at the time of the incident. Another blood glucose level was 340 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as confusion feeling sick unwell flu-like tired weak, extremity pain, cramps increased thirst. The customer was treated with intra venous insulin drip. It was unknown the auto mode feature was not active at time of high blood glucose event. No further patient complications were reported. The device will not be returned for analysis.

Event description:
It was reported that customer reported that she was going high and could not replace the insulin and her husband did not know how to do it, so the pump ran out of insulin. Paramedics were called and they took her to the emergency room and she was hospitalized on (B)(6) 2022 at 22:00 for high blood glucose of 700mg/dl and diabetic ketoacidosis. There was no blood glucose of 340mg/dl. Customer was confused, feeling sick/unwell, had flu-like symptoms, was tired/weak, had extremity pain/cramps, and had increased thirst. Customer was treated with insulin drip. Pump was used at the time of the incident. Sensor was not used. So, per customer, auto mode was not used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.